Manufacturer narrative:
E1 initial reporter: facility name: tong ren hospital shanghai jiaotong university school of medicine.

Event description:
Synergy china registry it was reported that unstable angina occurred. In ( B)(6)2022, the subject was referred for cardiac catheterization and index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) and extending up to distal lad with 70% stenosis with unknown mm of length and a reference vessel diameter of unknown mm. The target lesion was treated with pre-dilation and placement of a 3.50 mm x 20 mm synergy stent system. Following post dilation, the residual stenosis was noted to be 0%. Two days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2023, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. Eight days later, in (B)(6) 2023, the outcome of the event was considered to be recovering/resolving. On the same day, the subject was discharged on aspirin and ticagrelor.